Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient withdrew from peritoneal dialysis (pd) therapy and was placed on hospice care 5 days prior to death. The cause of death was failure to thrive. Pd therapy was not ongoing at the time the patient expired. The patient was not connected to the homechoice nor using baxter pd solutions at the time of death. An autopsy and death certificate was not available. As the event of the death and failure to thrive was not related to baxter solutions, devices, or disposables, these products are no longer suspect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the homechoice (hc) device at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.